Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-jan-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked and the returned battery cap had stripped threads. The battery cap was unable to fit securely to power on the pump, duplicating the power issue. A test battery cap was able to secure enough to power on the pump. Further testing was not able to be performed. Unrelated to the power issue, evaluation revealed that the electronically erasable programmable read-only memory (eeprom) component had failed due to a cracked eeprom) component.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and a cracked battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.